Event description:
It was reported that the motor device needed an unspecified malfunction. During engineering evaluation it was observed that the device had no rotation and a tear in the hose. It was not reported that the event occurred during a surgical procedure. There were no delays to a planned surgical procedure as a spare device was available for use. There were no reports of injuries. It was not reported if there was any medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the device was returned with an unspecified malfunction. Reliability engineering evaluated the device and observed that the device had a tear in the hose and no rotation. Therefore, the reported condition was confirmed. It was determined that the tear in the hose is due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning or use. It was further determined that there is no rotation because the blades are broken. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.